Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited incorrect measurement. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported event of 100% atrial pacing seen on the diagnostics report was confirmed. Evaluation of the available data determined that temporary device programming performed during in clinic follow up the day prior placed the device into ddd mode for the duration of a single sense test. This temporary mode change resulted in the delivery of multiple atrial pacing pulses in the absence of sensed atrial events due to the plugged atrial port, which was reflected as 100% atrial pacing in the daily trend entry. Device behavior is consistent with the intended design and expected performance under the described conditions.